Event description:
It was reported that during a routine device change-out, fluoroscopy revealed externalized conductors. All electrical measurements were within normal range and stable. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.